Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set cannula kinked, within 3 or more hours after insertion which led to high blood glucose level of 371 mg/dl on (B)(6) 2024. The insertion site of the infusion set was at abdomen. The patient received correction injection via multiple daily injection (mdi). The customer resolved their issue by replacing infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient country: united states.